Event description:
Patient presented in or with high pacing threshold. Externalized conductors were observed via fluoroscopy. Patient was asymptomatic. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 8.8-12.4cm from the distal tip. The etfe coating of the conductors was intact. No anomaly was found that could have contributed to the high pacing threshold.